Event description:
The plaintiff reportedly used/was exposed to gloves made of latex rubber when plaintiff practiced the profession of a registered nurse, and the plaintiff was caused to become seriously allergic to all forms of latex. Also plaintiff alleges that in 1998 plaintiff was diagnosed as being allergic to latex. Plaintiff reportedly has been rendered chronically ill, reacts to exposure to latex so that plaintiff is unable to practice plaintiff's profession, has been rendered permanently sore, sick and disabled, has suffered great loss of earning capacity and expenses for medical care, and is in danger of unexpected life threatening attacks. Furthermore, plaintiff reportedly has been caused great pain of body and of mind. Finally, as a result of the injuries, the plaintiff individually and the plaintiff's family have suffered a loss of the consortium of the plaintiff and will suffer greater loss in the future, all to their great damage.